Manufacturer narrative:
This report is submitted on september 8, 2023.

Event description:
Per the clinic, the patient underwent some facial bone removal and re-insertion of the initial implant under general anesthesia on (B)(6) 2023 due to facial nerve injury.